Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient under went a bilateral sacrospinous fixation and anterior plication cystocele repair after which the surgeon reinforced the repair using an inverted "u" piece of mesh. The surgeon attached the arms of the "u" to the sacrospinous fixation stitches using a capio device. The patient had been managed unsuccessfully with a pessary and the pessary had been out of several months pre-operatively. The patient had been on premarin 1.5gms intravaginally for three weeks before the procedure. On post-operative day one, a complete blood count was obtained and the patient's white count was 19k, up from 10.1 pre-operatively. The patient had no fever or specific complaints. The sma-6 was normal except for a glucose o f 160. The patient was kept in the hospital for a week. The white blood cell count drifted down from 15k to 13k to 9k in 2008. The patient was originally placed on the surgeon's standard ancef, one gram times three doses peri-operatively. Once the patient's white count went up, the surgeon placed the patient on ceftin through the time of discharge about three days later. An internal medicine consult was obtained. The physician's concern was that the mesh had "reacted in the body to produce a leukocytosis".